Manufacturer narrative:
The reason for this revision surgery is due to instability of the patient's knee after 10 months of use by the patient. No information was reported with this complaint about any patient injuries, activities, accidents, or medical contraindications that may have contributed to the need for this revision surgery. There was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was disposed of at the hospital and not made available to djo surgical for examination. A review of the device history records showed no non-conforming material reports associated with this product. A review of the product complaint report history showed this is this first complaint against lot number 59603468. The root cause for this product complaint is determined to be caused by poly wear resulting in patient knee instability. Several factors unrelated to the implant can play a role in wear and instability; such as loose joint from degenerative tissue and improper implant selection. There is no reported information that indicates a material, design, or manufacturing problem with this product.

Event description:
Revision surgery - the patient's knee was showing instability due to poly wear. The surgeon decided to swap the poly insert with a thicker one.